Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a correction bolus for blood glucose (bg) level of 230 mg/dl. Subsequently, bg decreased to below 40 mg/dl. The customer did not indicate that an entry error was made with the bolus request, but indicated that the correction bolus caused bg to become low. The customer addressed low bg by consuming food.